Event description:
It was reported that the subject device exhibited a broken ceramic head, the issue occurred during inspection for use before patient room. There were no reports of patient involvement.

Manufacturer narrative:
E1: facility full name: (B)(6) hospital. E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional the device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction was caused due to failure of a mechanical component. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.